Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction, guided caller through pump reset, and confirmed malfunction did not recur after reset, after which customer was advised to continue pump use and to call back if malfunction returned, and caller acknowledged understanding of instructions.